Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that one of the patient's leads had migrated. The issue was confirmed via x-ray. Surgical intervention is still pending.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg and both leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-47809, 1627487-2020-47810. It was reported that the patient experienced ineffective stimulation. A field representative attempted to reprogram the patient but was unable to get effective coverage. Impedances were also checked and were normal. As a result, the patient may undergo surgical intervention to address the issue.